Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("two essure devices in the left fallopian tube had separation"), salpingitis ("chronic salpingitis") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test.". The patient's concurrent conditions included memory loss, shortness of breath, irregular periods, loss of energy, blurred vision, nausea, vaginal infection and overweight. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, 1 month 27 days after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain"), weight increased ("weight gain"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2016, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pyrexia ("fevers"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), amnesia ("memory loss"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), visual impairment ("vision/eye problems"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy - partial,laparoscopic removal of foreign objects.), surgery (underwent a diagnostic hysteroscopy; laparoscopic ovarian biopsy x 2) .essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, salpingitis, pelvic pain, genital haemorrhage, alopecia, pyrexia, dyspnoea, headache, dizziness, amnesia, procedural pain, female sexual dysfunction, bladder disorder, urinary tract disorder, visual impairment, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the weight increased, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, bladder disorder, device breakage, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, pyrexia, salpingitis, urinary tract disorder, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6)2016, she underwent a diagnostic hysteroscopy; laparoscopic ovarian biopsy x 2; laparoscopic partial bilateral salpingectomy; and laparoscopic removal of "foreign object x 2." Plaintiff did not undergo essure confirmation test (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on an unknown date: confirming that the essure coils were in place on an unspecified date, hysterosalpingogram showed two essure devices in the left fallopian tube had separation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("two essure devices in the left fallopian tube had separation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test.". The patient's concurrent conditions included memory loss, shortness of breath, irregular periods, loss of energy, blurred vision, nausea and vaginal infection. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), pyrexia ("fevers"), dyspnoea ("shortness of breath"), headache ("headaches"), dizziness ("dizziness"), amnesia ("memory loss"), salpingitis ("chronic salpingitis"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), visual impairment ("vision/eye problems"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (underwent a diagnostic hysteroscopy; laparoscopic ovarian), surgery (underwent a diagnostic hysteroscopy; laparoscopic ovarian) and surgery (underwent a diagnostic hysteroscopy; laparoscopic ovarian). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pelvic pain, genital haemorrhage, weight increased, alopecia, pyrexia, dyspnoea, headache, dizziness, amnesia, salpingitis, procedural pain, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, bladder disorder, device breakage, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, procedural pain, pyrexia, salpingitis, urinary tract disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a diagnostic hysteroscopy; laparoscopic ovarian biopsy x 2; laparoscopic partial bilateral salpingectomy; and laparoscopic removal of "foreign object x 2." Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76.19 kgs. Hysterosalpingogram - on an unknown date: confirming that the essure coils were in place on an unspecified date, hysterosalpingogram showed two essure devices in the left fallopian tube had separation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("two essure devices in the left fallopian tube had separation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test." On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), pyrexia ("fevers"), dyspnoea ("shortness of breath"), headache ("headaches"), dizziness ("dizziness"), amnesia ("memory loss"), salpingitis ("chronic salpingitis"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), visual impairment ("vision/eye problems"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (underwent a diagnostic hysteroscopy; laparoscopic ovarian). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pelvic pain, genital haemorrhage, weight increased, alopecia, pyrexia, dyspnoea, headache, dizziness, amnesia, salpingitis, procedural pain, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, bladder disorder, device breakage, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, procedural pain, pyrexia, salpingitis, urinary tract disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a diagnostic hysteroscopy; laparoscopic ovarian biopsy x 2; laparoscopic partial bilateral salpingectomy; and laparoscopic removal of "foreign object x 2." Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76.19 kgs. Hysterosalpingogram - on an unknown date: confirming that the essure coils were in place on an unspecified date, hysterosalpingogram showed two essure devices in the left fallopian tube had separation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (general), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), vision/eye problems, fatigue, perforation (uterus), weight gain / loss, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("two essure devices in the left fallopian tube had separation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), weight increased ("weight gain"), alopecia ("hair loss"), pyrexia ("fevers"), dyspnoea ("shortness of breath"), headache ("headaches"), dizziness ("dizziness"), amnesia ("memory loss"), salpingitis ("chronic salpingitis") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a diagnostic hysteroscopy; laparoscopic ovarian). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, weight increased, alopecia, pyrexia, dyspnoea, headache, dizziness, amnesia, salpingitis and procedural pain outcome was unknown. The reporter considered alopecia, amnesia, device dislocation, dizziness, dyspnoea, headache, pelvic pain, procedural pain, pyrexia, salpingitis and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent a diagnostic hysteroscopy; laparoscopic ovarian biopsy x 2; laparoscopic partial bilateral salpingectomy; and laparoscopic removal of "foreign object x 2." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming that the essure coils were in place. On an unspecified date, hysterosalpingogram showed two essure devices in the left fallopian tube had separation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.